Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold measurements, measuring at 2275 ohms, high pacing thresholds and there was no capture. Fluoroscopy was performed and noted that there was a 90 bend in the lead and the helix had come unscrewed from the muscle. Subsequently this rv lead was explanted and a new lead was successfully implanted. No additional patient adverse effects were reported.